Manufacturer narrative:
Follow-up # 1 date of submission 08/17/2016 -device evaluation: the pump has been returned and evaluated by product analysis on 07/27/2016 with the following findings: a review of the black box revealed call service alarms. During investigation, the pump alarmed with a call service (cs 069) during the rewind step. The call service 069 failure was written to the black box as a call service 087 failure. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated to the complaint, investigation revealed a crack in the battery compartment.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump emitted a cs 087 call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.